Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported suture malposition appears to be related to operational context. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported ¿entire suture came out of the anatomy¿. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no.

Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a ventricular tachycardia (vt) ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with four prostyle devices. A new prostyle was inserted, but when the device was removed, the entire suture came out of the anatomy. The suture of one new prostyle devices was successfully pre-placed. The sheath was upsized to 8f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.